Event description:
It was reported that this right ventricular (rv) lead was explanted due to venous occlusion. A new lead with a different model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.